Manufacturer narrative:
This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon performed a revision procedure due to non-union of the right ulna. Original surgery, the patient was plated with a 2.7 lcp plate 8 holes. The plate had six (6) screws through the plate, 2.7 cortex screws. One of those screws were broken. Original date of surgery was on (B)(6) 2019. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was good. Concomitant devices reported: unknown screws: cortex: trauma (part# unknown, lot# unknown, quantity# 5) 2.7mm lcp(tm) plate 8 holes/76mm (part# 247.372, lot# unknown, quantity# 1). Concomitant devices reported: unknown screws: cortex: trauma (quantity# 5) 2.7mm lcp(tm) plate 8 holes/76mm (part# 247.372, lot# unknown, quantity# 1). This complaint involves one (1) unknown - screw: cortex.. This is 1 of 1 report for (B)(4).